Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Medtronic representative reported via email high blood glucose and issues with the insulin pump. Customer's blood glucose level was 500 mg/dl. Customer advised the infusion set came out and they were not sure if the adhesive came off or it was accidentally pulled out. Customer was advised to speak to the 24 hour helpline if there are other incidents in the future. Customer advised they were doing well and were happy with the insulin pump.